Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The customer was setting up an hour before the procedure started. Technical support suggested the perfusionist try another connector and if that did not correct the problem, he suggested the customer get a module from another system. The field service representative (fsr) is sending the customer a replacement module. The user facility's biomedical engineer (biomed) is trained on the equipment.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level module icon had a question [?] Mark over it. The customer unplugged and re-plugged in with no change. The customer got a module from another system and it functioned. The customer noted the suspect level module had the module light emitting diode (led) illuminated yellow. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.